Event description:
It was reported that the customer had a blood glucose level of 600 mg/dl. The customer expressed the following symptoms: vomiting, dehydration, and thirst. The customer drank electrolytes. Standard troubleshooting was performed. It was discovered that the customer's infusion set's cannula was bent. The insulin pump functioned according to design. The customer was advised to change her reservoir, insulin, and infusion set. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the even tas no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.